Manufacturer narrative:
The customer declined ge healthcare service. No repair information available.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. D4 serial number not available. D4 device identification number not available as no serial number provided. H4 date of device manufacture unknown as no serial number provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient agent delivery less that -20% of setting. There was no patient involvement.